Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of failure to capture and high pacing impedance were not confirmed. A visual and x-ray examination of the lead revealed anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The lead was able to be fully inserted and removed from the device with no restriction.

Event description:
It was reported that loss of capture, high pacing impedance and difficult insertion were observed on the right atrial (ra) lead during the implant procedure. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.